Event description:
The caller stated she received a report from the customer that an 8dct tracheostomy tube had broke at the flange. She stated that the flange had reportedly separated from the tube's hub. It was removed from the patient, and the patient was recannulated. She had no other information.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.